Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated when they go to check their settings, they only see program 1 on group c, and confirmed there weren't programs 2-4 that were just greyed out. Agent asked, patient said they thought they had all 4 programs on that group before. Agent reviewed programming general info and controller screen would show the amount of programs that were programmed in for a certain group. Patient said they were getting old and their mind was getting foggy, but they knew when they went to bed they would go to group b and all 4 groups were at the same intensity at 1.0. The patient was redirected to their healthcare provider to check on programming if patient wanted. Patient mentioned they had an appointment coming up at the pain clinic and asked if a representative could be there. Agent reviewed role of representative.